Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "high rate" alarm, however, there was no disconnection to circuit. The device was in clinical use when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Manufacturer narrative:
H10: the service engineer (se) noted that the issue was not confirmed during the evaluation. It was reported that the customer cancelled the repair, and the device was returned.